Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history review: part # 04.211.056ts, lot # 207l639, manufacturing site: werk selzach logistik , release to warehouse date :17.july.2023, expiration date : 01.july.2028, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2025, the patient underwent a removal surgery for the surgery using va-oleclanon plate which was performed on (B)(6), 2024. While attempting to remove the screw, the head stripped, and when extract-screw con f/scr ø1.5+2 was used, the screw broke off just below the screw head. As a result, the plate was removed, but the screw other than the head remained. The extract-bolt f/scr ø2.7 was used to remove it, but another break occurred midway through the screw process. As a result, approximately two-thirds of the screw length remained inside the body. Because it was completely embedded within the bone and no part of it was protruding from the bone, it was judged that it would not cause any harm to patient, so the wound was closed as is. The surgery was completed successfully within 30 mins of delay. The screw head was stuck in the extract-screw con f/scr ø1.5+2, and the middle part of the screw was stuck in the extract-bolt f/scr ø2.7, and could not be removed. It is unclear whether the screw was inserted immediately after it was originally inserted at another facility or more recently, but looking at pre-operative photos, the screw itself appears to have been bent when inserted, and the surgeon commented that this was likely the reason it broke mid-surgery. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the screw broken from the head. The fragment remains stuck in the mating devices ( 309.290 and 309.510). The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the va lockscr ã¸2.7 he 2.4 self-tap l56 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part # 04.211.056ts, lot # 207l639, manufacturing site: werk selzach logistik, release to warehouse date :17.july.2023, expiration date : 01.july.2028, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.056, non-sterile lot # 2949p45, manufacturing site: werk selzach logistik, release to warehouse date: 29.nov.2022, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.